Manufacturer narrative:
A ge service representative performed an on site investigation. A voltage level logger was installed during the service call. The failure could not be duplicated. The system will be monitored.

Event description:
The customer reported that the 9900 system had an intermittent incorrect voltage level indicator. No patient injury was reported.